Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/28/2015 with the following findings: a review of the pump¿s black box data and alarm history showed cs 145 occlusion alarms due to high force. The pump performed the ez-prime steps successfully with no cs 145 alarms or other warnings occurring. The pump performed within required specifications. The occlusion alarm issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.